Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation confirmed the door latch issue by reproducing a door not fully latched alarm which was caused by the force required to close the door being greater than expected. If not applied, the pump would alarm door not fully latched. This was caused by the door hooks being out of adjustment. The door hooks were replaced.

Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported that there was no patient involvement.